Manufacturer narrative:
(B)(4) was used to denote surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead was surgically capped replaced due to observations of high out of range pacing impedances greater than 3000 ohms. The patient was brought into the clinic where noise was easily able to be reproduced, and when checked in unipolar configuration the impedances were still high greater than 3000 ohms. No adverse patient effects were reported.